Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a 808:03 failure code. During review of the pump's event history, it was found that this failure code interrupted delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further review, it was discovered that the information in this file has already been reported. All pertinent information is contained in (B)(4), medical device report # 6000001-2011-20204.